Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the bottom front cover on side "a" was broken and had deep scratches on the front. Since the event occurred during routine testing, there was no pt involvement during this event.